Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they went to have an MRI on monday and the MRI tech would not do the MRI because they stated the patient had to have a certain code on their stimulator which they didn't have. Agent walked patient through entering/exiting MRI mode and patient saw MRI cannot be determined. Patient noted the code showed (B)(4). Patient commented they believe they had an MRI since after the battery revision but was not sure. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the revision was pain over the battery site. They switched their previous competitor ins to their current manufacturer ins to the contralateral side of their lumbar spine. The cause of the battery pain was that the battery shifted in their adipose (fat) tissue since they lost significant weight since the battery was placed in their back. After revision of the battery to the other side of their pain, the patient is no longer having pain over the battery site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the facility denied the patient having an MRI because there was insufficient research about how the adaptor between their ins and different manufacturer leads would react during an MRI. The patient was told it would be unwise to have any MRI moving forward.